Event description:
During an endoscopic retrograde cholangiopancreatogram with lithotripter removal of stone with removal of stent times 2 with placement of 2 new stents, tip of introducer of the duodenal bend became dislodged when placing the biliary stent and remained in the pt. The introducer had to be removed using biopsy forceps.